Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's wire broke on the distal tip. At the time of this report, it is unknown how the procedure was completed and if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. The complaint was confirmed by failure analysis.